Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had "slipped out for 2 pieces of vertebral body" the day after implant. On (B)(6) 2010, the patient experienced increased upper arms spasticity; catheter migration was confirmed by x-ray. On (B)(6) 2010, the catheter was replaced. As of (B)(6) 2010, the patient had recovered.